Manufacturer narrative:
The report event of impedances issue was confirmed. As received, microscopic inspection showed the returned lead found some internal lead wires broken from stim end segment. The reason for the event remains unknown.

Manufacturer narrative:
Date of event is estimated. E1 - reporter phone number: (B)(6).

Event description:
It was reported patient experienced loss of therapy and high impedances on the lead. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.